Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was reported that the patient presented with leaflet calcification. This indicates the probable cause of the difficulty advancing the dcs was patient anatomy. However, with the limited information available, an assignable root cause could not be determined and a relationship to the dcs cannot be established. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Without procedural images for review, the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. In this case, a conclusive cause could not be determined from the limited information available and the potential relationship to the dcs cannot be established recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, the patient had leaflet calcification. This indicates that the probable cause of the positioning difficulties was patient anatomy, but this cannot be confirmed with the limited information available and a relationship to the dcs could not be established. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Patient death is a known potential adverse patient effect per the device IFU, and typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, it is unlikely the delivery catheter system (dcs) contributed to the patient's death. However, without procedural images for review and based on the limited information available, an assignable root cause for patient death cannot be determined and the relationship to the dcs could not be established. Updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received, reporting the patient had leaflet calcification. A pre-implant balloon aortic valvuloplasty (bav) was not performed. The cause of death is undetermined, as an autopsy was not performed. However, according to the physician, it is unlikely the delivery catheter system (dcs) contributed to the patient's death. B5: updated event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was reported the delivery catheter system (dcs) would not cross the native valve. The implanting physician pushed the dcs a bit harder and the valve dislodged across the annulus. The patient's pressure dropped to 64/45 and the valve was attempted to be deployed. After checking the position, it was reported the valve depth was too high. The decision was made to recapture the valve, reposition and attempt deployment again. The valve depth was reported to be too high again. The pigtail catheter had come up and a request was made to reposition the pigtail catheter back into the non-coronary cusp (ncc). The implanting physician repositioned the dcs again, however this time the valve was too low. The dcs was pulled back too far and was outside of the annulus. The dcs was repositioned again, and deployed, however the valve was very deep. The valve was recaptured and the implanting physician pulled the valve back in an attempt to restore the patient's pressures as they remained low. The patient's pressures did not recover. Cardiopulmonary resuscitation (CPR) was initiated and a code was run for 15 minutes. Medication was administered and CPR continued with 3-4 rescue shocks. The patient did not recover and the decision was made to discontinue CPR. The patient died. The cause of death was not reported.